Event description:
It was reported to philips that the system's miniature circuit breaker tripped, which can impact booting. It was unknown if the device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had shut down unexpectedly. Upon functional testing, the fse found that the power supply mcb had tripped. To resolve the reported issue, the fse reset the rcd, turned on mcb, corrected the wiring of mains cable and isolated the mcb connections, rcd, and earthing points. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.